Event description:
It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5 on a patient with a restricted septal leaflet, a rotated heart, and atrial fibrillation (af). A mitraclip xtw was inserted and successfully deployed on the mitral valve. A second clip, a mitraclip xtw, was then inserted and grasping was performed. However, difficulties visualizing the clip occurred, and the leaflets were unable to be captured, and it was observed that the clip was stuck in the eustachian valve. Troubleshooting was performed to remove the clip, and the clip was able to be freed. However, it was observed that tissue damage occurred. A decision was made to remove the clip from the patient. However, difficulties removing the clip into the steerable guide catheter (sgc) occurred. The clip was ultimately removed, and the tr was reduced to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported off-label use or difficult to remove (cds/sgc). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult cds removal through the sgc appears to be related to procedural conditions (likely related to tissue in clip, causing difficult removal). The reported off-label use was associated with the device being used on the tricuspid valve. It was determined that this deviation did not contribute to the reported adverse events. However, the off-label use will be addressed in the letter requested by the account. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5 on a patient with a restricted septal leaflet, a rotated heart, and atrial fibrillation (af). A mitraclip xtw was inserted and successfully deployed on the mitral valve. A second clip, a mitraclip xtw, was then inserted and grasping was performed. However, difficulties visualizing the clip occurred, and the leaflets were unable to be captured, and it was observed that the clip was stuck in the eustachian valve. Troubleshooting was performed to remove the clip, and the clip was able to be freed. However, it was observed that tissue damage occurred. A decision was made to remove the clip from the patient. However, difficulties removing the clip into the steerable guide catheter (sgc) occurred. The clip was ultimately removed, and the tr was reduced to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.